Manufacturer narrative:
D1: brand name: polyflux 17l. D4: catalogue #: 109650. The device and a video were received for evaluation. Visual inspection of the provided video shows the product during treatment, and a leakage on the barcode side at the header was visible. Visual inspection by naked eye of the product shows the product contaminated with blood. A leakage test of the dialysate side was performed, and a leakage could be found. The reported condition was verified. The cause of the leak is a crack in the welding zone. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l dialyzer, an external fluid leak was observed from the header. There was no patient injury or medical intervention associated with this event. No additional information is available.